Event description:
A facility reported the lens would not fold properly. Patient impact is unknown. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis. Solution was dried on the lens. Both haptics were bent in the gusset and distal regions. The anterior optic surface was scratched in the central optic zone. The lens was saturated with lphse and folded with folding forceps. Lens folded and unfolded with no abnormalities observed. While we were unable to determine the origin of the damage, our observation reasonably suggests that it was not manufacturing related. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Additional information was requested on 10/24/2008 and 11/20/2008. Additional information was not received.